Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal fentanyl 8000 mcg/ml at minimum rate mode, and bupivacaine 10 mg/ml at minimum rate mode via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a non-critical alarm occurred; elective replacement indicator (eri) occurred on (B)(6) 2017. It was also reported that a critical alarm occurred; low battery reset and safe state occurred on (B)(6) 2017. Pump logs were checked. The patient was miserable, not communicative, and crying. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The actions/interventions taken to resolve the elective replacement indicator (eri), low battery reset, and safe state were the pump was set to minimum rate. The issue had not been resolved as they were waiting on the patient¿s authorization from insurance. The current status of the device was indicated as it was still set at minimum rate waiting for replacement. The initial reporter was a healthcare provider (hcp).